Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received over twenty inappropriate shocks in a single day. The patient was evaluated in-clinic where all three sensing vectors were found to not be suitable using the automatic screening tool (ast). The physician elected to program off shock therapy and the device data was forwarded to boston scientific technical services (ts) for review. Ts discussed that a change in the patient's rhythm morphology contributed to t-wave over-sensing and the subsequent inappropriate shocks. It was recommended to perform new ast mapping prior to a potential system relocation. Recently, the patient received an additional inappropriate shock in the primary sensing vector. Ts was contacted again and confirmed that the shock was delivered due to t-wave over-sensing and poor rhythm morphology. It was reiterated that all three sensing vectors were unsuitable, but it was stated that the patient prefers the s-ICD system while undergoing dialysis. It was indicated that the patient previously had a transvenous system that was explanted due to lead fracture, but it is unknown if the products in this system were boston scientific products. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received over twenty inappropriate shocks in a single day. The patient was evaluated in-clinic where all three sensing vectors were found to not be suitable using the automatic screening tool (ast). The physician elected to program off shock therapy and the device data was forwarded to boston scientific technical services (ts) for review. Ts discussed that a change in the patient's rhythm morphology contributed to t-wave over-sensing and the subsequent inappropriate shocks. It was recommended to perform new ast mapping prior to a potential system relocation. Recently, the patient received an additional inappropriate shock in the primary sensing vector. Ts was contacted again and confirmed that the shock was delivered due to t-wave over-sensing and poor rhythm morphology. It was reiterated that all three sensing vectors were unsuitable, but it was stated that the patient prefers the s-ICD system while undergoing dialysis. It was indicated that the patient previously had a transvenous system that was explanted due to lead fracture, but it is unknown if the products in this system were boston scientific products. It was also alleged that this s-ICD system exhibited under-sensing. The physician subsequently explanted the s-ICD system to resolve the event and no additional adverse patient effects were reported. Due to the patient's improved condition, a replacement transvenous or subcutaneous system was not implanted. The explanted system was received for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. It was previously communicated that this returned electrode exhibited a conductor fracture due to cyclic fatigue. However, upon additional laboratory analysis by boston scientific, it was determined that this observed damage was actually an induced cut during the explant procedure, and that there was no evidence of a cyclic fatigue. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received over twenty inappropriate shocks in a single day. The patient was evaluated in-clinic where all three sensing vectors were found to not be suitable using the automatic screening tool (ast). The physician elected to program off shock therapy and the device data was forwarded to boston scientific technical services (ts) for review. Ts discussed that a change in the patient's rhythm morphology contributed to t-wave over-sensing and the subsequent inappropriate shocks. It was recommended to perform new ast mapping prior to a potential system relocation. Recently, the patient received an additional inappropriate shock in the primary sensing vector. Ts was contacted again and confirmed that the shock was delivered due to t-wave over-sensing and poor rhythm morphology. It was reiterated that all three sensing vectors were unsuitable, but it was stated that the patient prefers the s-ICD system while undergoing dialysis. It was indicated that the patient previously had a transvenous system that was explanted due to lead fracture, but it is unknown if the products in this system were boston scientific products. It was also alleged that this s-ICD system exhibited under-sensing. The physician subsequently explanted the s-ICD system to resolve the event and no additional adverse patient effects were reported. Due to the patient's improved condition, a replacement transvenous or subcutaneous system was not implanted. The explanted system was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Visual inspection revealed no abnormalities. However, resistance testing found the electrode was not electrically continuous, which is indicative of fracture damage. X-ray imaging determined the fracture was located approximately 299 mm from the terminal pin, in the high voltage conductor cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received over twenty inappropriate shocks in a single day. The patient was evaluated in-clinic where all three sensing vectors were found to not be suitable using the automatic screening tool (ast). The physician elected to program off shock therapy and the device data was forwarded to boston scientific technical services (ts) for review. Ts discussed that a change in the patient's rhythm morphology contributed to t-wave over-sensing and the subsequent inappropriate shocks. It was recommended to perform new ast mapping prior to a potential system relocation. Recently, the patient received an additional inappropriate shock in the primary sensing vector. Ts was contacted again and confirmed that the shock was delivered due to t-wave over-sensing and poor rhythm morphology. It was reiterated that all three sensing vectors were unsuitable, but it was stated that the patient prefers the s-ICD system while undergoing dialysis. It was indicated that the patient previously had a transvenous system that was explanted due to lead fracture, but it is unknown if the products in this system were boston scientific products. It was also alleged that this s-ICD system exhibited under-sensing. The physician subsequently explanted the s-ICD system to resolve the event and no additional adverse patient effects were reported. Due to the patient's improved condition, a replacement transvenous or subcutaneous system was not implanted. The explanted system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received over twenty inappropriate shocks in a single day. The patient was evaluated in-clinic where all three sensing vectors were found to not be suitable using the automatic screening tool (ast). The physician elected to program off shock therapy and the device data was forwarded to boston scientific technical services (ts) for review. Ts discussed that a change in the patient's rhythm morphology contributed to t-wave over-sensing and the subsequent inappropriate shocks. It was recommended to perform new ast mapping prior to a potential system relocation. Recently, the patient received an additional inappropriate shock in the primary sensing vector. Ts was contacted again and confirmed that the shock was delivered due to t-wave over-sensing and poor rhythm morphology. It was reiterated that all three sensing vectors were unsuitable, but it was stated that the patient prefers the s-ICD system while undergoing dialysis. It was indicated that the patient previously had a transvenous system that was explanted due to lead fracture, but it is unknown if the products in this system were boston scientific products. It was also alleged that this s-ICD system exhibited under-sensing. The physician subsequently explanted and replaced the s-ICD system to resolve the event. No additional adverse patient effects were reported. Information has been requested regarding a potential product return, but a response has not yet been received.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received over twenty inappropriate shocks in a single day. The patient was evaluated in-clinic where all three sensing vectors were found to not be suitable using the automatic screening tool (ast). The physician elected to program off shock therapy and the device data was forwarded to boston scientific technical services (ts) for review. Ts discussed that a change in the patient's rhythm morphology contributed to t-wave over-sensing and the subsequent inappropriate shocks. It was recommended to perform new ast mapping prior to a potential system relocation. At this time, the s-ICD system remains implanted, but therapy is disabled. No additional adverse patient effects were reported.